Event description:
As reported through the edwards implant patient registry, 49 days after the implant of a 26mm sapien valve, the patient received a 26mm sapien xt valve. Medical record review indicated that a 26mm sapien valve was positioned and deployed in the correct position using fluoroscopy and transesophageal echocardiography (tee), resulting in trace to mild paravalvular leak (pvl). Transthoracic echocardiography (tte) performed on postoperative day (pod) 7 indicated the valve was well seated with trace pvl and trace intra-valvular aortic regurgitation. The patient was discharged to home on pod7. Pod35, the patient was admitted to his local hospital with worsening shortness of breath, dyspnea on exertion and lower extremity (le) swelling. The patient was found to have moderate-severe pvl and was transferred to stanford hospital for treatment. A vascular plug was placed pod41 to decrease the pvl, however the pvl and symptoms continued. Pod49, a 23mm sapien xt valve was deployed so that it was extending 4 ¿ 5mm above the existing sapien valve, sealing the region of pvl. It was noted that the sapien valve was deployed too low just below the annulus. Tee indicated excellent valve positioning with mild to moderate pvl. One post dilation was performed with 1mm additional volume, resulting in mild pvl. The procedure was completed. The patient was extubated and transferred to ccu in stable condition. The patient was discharged to home 2 days post valve in valve procedure.

Event description:
As reported through the edwards implant patient registry, 49 days after the implant of a 26mm sapien valve, the patient received a 26mm sapien xt valve.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the worsening pvl 35 days post tavr cannot be confirmed. It is possible that procedural factors (e.g. Low position of the sapien valve) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.